Event description:
The customer stated that some of his blood glucose readings had been higher than usual. He stated that he tested his glucose and received a reading between 210-230 mg/dl. The customer then walked to his doctor's office and had his glucose retested about 10 minutes later. The doctor's office received a glucose reading between 85-90 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. The customer did not allege any adverse events. He did not have any test strips left, so no product will be returned for evaluation.